Manufacturer narrative:
.

Event description:
It was reported that device was inappropriately auto mode switching. Atrial pacing delay was observed causing intermittent loss of atrial sensing. Programming changes were recommended. No further information available. Device remains implanted.